Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had passed away. It appeared the patient experienced rapidly conducted atrial fibrillation (AF). During the episode, the device delivered inappropriate shock therapy and anti-tachycardia pacing (ATP) that induced ventricular fibrillation (VF) and therapy was exhausted. The following day the device recorded a supraventricular tachycardia (SVT) indicating the patient was alive and did not pass away from the ventricular arrhythmia from the day before.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had passed away. It appeared the patient experienced rapidly conducted atrial fibrillation (AF). During the episode, the device delivered inappropriate shock therapy and anti-tachycardia pacing (ATP) that induced ventricular fibrillation (VF) and therapy was exhausted. The following day the device recorded a supraventricular tachycardia (SVT) indicating the patient was alive and did not pass away from the ventricular arrhythmia from the day before.Additional information was received reporting that the patient underwent an angiogram that revealed no blockages. Subsequently, the patient was moved to the ICU, where the patient's condition worsened. The patient later died, with multi-organ failure reported as the cause of death. According to the field representative confirmed, the patient arrested outside the hospital, believed to have occurred at the patient's home prior to hospitalization. The patient had a known medical history of heart failure. The field representative was not aware of any other comorbidities.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.